Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: patient was discharged yesterday. Patient did have a stoma ¿ didn¿t connect the bowel up again but not due to this event. Prolonged procedure by 1hr. No clinical rational as to why this happened, surgeon uses this product every week/ regular trained user. Additional information requested but unavailable: approximately how much larger was the pfannenstiel incision due to the device issue? Was the post-operative care of the patient altered due to the extended surgery time?

Event description:
It was reported that ¿the procedure was an anterior resection- laparoscopic. Done all the mobilization. First time receipting rectum high. It had a green reload in and the consultant introduced the endocutter down the trocar, flexed it to where she needed to, closed onto the tissue, waited fifteen seconds, fired the gun as normal, four strokes then tried to press the button on the back of the gun to open it. It wouldn¿t open so they looked on the screen of the echelon that says 0, 1, 2, 3 lock, screen was blank; could not open the gun at all. Pushed down the red reverse knife button and fired the gun again and it wouldn¿t move. Knife blade is a third of the way up the cartridge side of the gun. They had to open the patient with a pfannenstiel incision, which they would have anyway because of the procedure but had to make it bigger because of this problem. They then took a contour stapler and managed to put that underneath the endocutter jammed on the bowel and fired that. Then the surgeon put her hand into the patient and manually straightened the echelon and took a scalpel and cut the part of the bowel above the stapler so that she could get the gun out.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event meets the FDA defined criteria for a serious injury. Additional information received: the surgeon stated that after the device was fired, they could not get it to release. The stroke count indicator on device was bank. The surgeon stated that they attempted to open the device for 1 ½ hours. The procedure was eventually converted to open and the surgeon manually straightened device since it was angled (articulated) to remove. The patient recovered fine.